Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to increase amplitude on the lead. Diagnostics revealed high impedances on the lead, and reprogramming attempts were unsuccessful. As a result, the physician explanted and replaced the patient¿s lead. Postoperatively, effective therapy was restored.